Event description:
It was reported that the physician's vns handheld computer was freezing on the "interrogation successful" screen. The freeze lasts between 2 and 12 minutes, and then it proceeds. Troubleshooting was performed by company representative and the problem was duplicated. Product was returned to the manufacturer, but analysis is pending.